Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device was explanted. Additional information noted, changes in color, and temperature of left predominance. Physical examination revealed asymmetry, pain on palpation, predominant breast folds in the lower poles, skin thinning, left breast temperature rise.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported the affected side to be the left, baker grade to be IV, changes in color and temperature of left predominance, physical examination revealed asymmetry, pain on palpation, predominant breast folds in the lower poles, skin thinning, and left breast temperature rise.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. Device remains implanted.